Event description:
It was reported that a therapeutic cardiac catheterization was being a performed and the targeted vessel was the distal circumflex artery, non-tortuous in appearance. The physician did not report experiencing any resistance within the artery. In preparation of the wire, it was flushed prior to normalization, yet due to the unmatched pa and pd curves and values the wire was not used. Another pressure guidewire was used and the same failure occurred. The ffr procedure was aborted. Once the pressure guidewire was returned to the manufacturer, it was observed that the inner core wire was exposed and pulled back from the tip dome, however no parts were missing. Additional information from the physician stated, that the physician believed that the wires were unlikely wedged in the 5fr angiographic catheter after the procedure and deemed that unravel occurred due to his handling of the wire during therapeutic usage. It was reported that the patient did not experience any injuries or adverse events. The patient was released from the hospital according to the original treatment plan.

Manufacturer narrative:
(B)(4). The device was received in damaged condition with hypotube kinked; distal tip appeared to be shaped. The radiopaque coil was stretched out just distal to the sensor housing; the core wire was exposed and pulled back from the dome. The distal tip dome was corroded. The signal test was performed and the device was recognized and successfully zeroed. Additionally, a drift test was performed to verify any signal drift issues and the device passed the requirements. The damage observed on the device is likely due to the handling of the wire during therapeutic usage as reportedly claimed by the physician. An investigation conducted by the manufacturer on the corrosion observed in the domes of returned wires, revealed that the level of degradation observed is as a result of material composition of tin-silver solder joint inherently experiencing a corrosive environment (contrast, bodily fluids, saline solutions and/or user handling) over an extended period time. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. No further action is required.